Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation confirmed that the teflon pad was found detached with exposed metal from the grasping section of the device. The proximal end of the device was inspected under a microscope and no visual damage was found on the probe unit. This type of teflon pad damage can result from continuous activation of the output without tissue between the probe and the grasping section.

Event description:
Olympus was informed that during an unspecified therapeutic procedure, the plastic piece (teflon pad) of the jaw became detached. The device was replaced with another similar device and the intended procedure was successfully completed. There was no patient injury reported. Olympus followed up with the user facility to obtain additional information regarding the reported event, but with no results.